Event description:
The user facility reported that during use of the conmed hand-trol electrosurgical pencil (60-0300-501) along with an unidentified electrosurgical active electrode tip in a tonsillectomy procedure, the patient allegedly sustained "likely a third degree burn" to the corner of the mouth. The facility reported that two electrosurgical pencils were used. However, the surgeon was unsure which device was in use at the time the burn occurred. The surgeon was also unsure of the degree of the burn only that there was eschar overlying it. Treatment for the reported burn was a primary closure of the wound utilizing 4-0 chromic sutures. No photographic evidence of the patient burn was provided by the end-user facility. Additional information received from the end-user facility revealed that the patient was on oxygen delivered via an oral, cuffed, rae endotracheal tube. The physician was not sure at what flow setting the oxygen was being delivered by the anesthesiologist. However, she stated that it is her common practice to request that the fio2 of the patient to be down as low as possible for the procedure (fio2 of 30-40%). It should be noted that the tonsillectomy was performed approximately four (4) months ago, where the alleged burn occurred. However, conmed was not made aware of the incident until (B)(4) 2015 and the severity of the burn was not provided until (B)(6) 2015. Follow-up with the physician revealed that the patient is doing quite well and the burn has healed with good cosmetic results.

Manufacturer narrative:
The original complaint regarding this reported incident stated, "two pencils were used during the case. It is not known which one was in use at the time of the burn. Both pencils were saved for evaluation". However, on (B)(6) 2015, only one (1) "used" hand-trol electrosurgical pencil, catalog number 60-0300-501 was returned to conmed corporation for evaluation. Upon contacting the bio-engineering department at the end-user facility, it was learned that only one (1) pencil was sent to their engineering department for evaluation and that the same pencil was subsequently returned to conmed for evaluation. Visual examination of the returned "used" device found to be free of defects and no evidence of damage. The hand-trol pencil device, 60-0300-501 is a single use device which is supplied with a conmed standard 1" blade electrode. However, the returned hand-trol pencil was accompanied by an unknown brand of electrode (1" coated blade). The involved surgeon was unable to identify the brand name of the unknown active electrode blade. Testing of the hand-trol pencil using both a standard conmed 1" blade electrode and the unknown, returned 1" active electrode found the unit performed properly with no abnormalities noted in both "cut" and "coag" modes when attached to a system 7500 esu electrosurgical unit. No evidence of insulation failure was observed on the pencil or the unknown active electrode blade. The investigation of this reported event has revealed that the patient was on oxygen therapy delivered via an oral, cuffed, rae endotracheal tube. The physician was not sure at what flow setting the oxygen was being delivered by the anesthesiologist; however, she stated that it is her common practice to request that the fio2 of the patient to be down as low as possible for the procedure (fio2 of 30-40%). Keeping the fio2 of the patient in this low state and delivering the oxygen via a cuffed ett, endotracheal tube, helps to assure that the surgical site is not an oxygen-enriched environment. In this instance, no manufacturing defects were identified in the evaluation that could have contributed to the reported injury. It is known to never allow accessories connected to an esu to be in contact with the skin of the patient or operator except during intended activations of the devices. Active electrodes can be extremely hot immediately after activation and when taking the pencil away from the surgical site, the corner of the mouth may have been accidentally touched by the hot tip of the active electrode resulting in the reported burn. The pencil was manufactured on 25-jul-2014. Of the lot containing 1,500 units, there were no other similar complaints received. A review of the device history record for this lot number found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported event. Special attention was made to the resistance tests conducted during production at the pencil tips. Results show no non-conformances in any of these tests. A two (2) year review of the device complaint history showed there were two (2) other complaints received regarding patient burns with a hand-trol pencil. One (1) incident involved where a sterile towel was ignited by the handtrol pencil resulting in burns to the patient. The second burn incident involved an alcohol based surgical prep solution and an oxygen-enriched environment that resulted in a surgical fire. During the same two (2) year period, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. The handtrol pencil is a single use, sterile electrosurgical handpiece designed to be used as an accessory in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. These electrosurgical pencils are used for the controlled destruction of human tissue (coagulation and cutting) in surgical procedures to provide a therapeutic benefit. To reduce the risk of fire and patient injury the IFU, instructions for use, provides the following precautions and warnings: - these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen rich environments. - verify that the electrode is fully and securely seated in the handpiece before use. (If the electrode is not fully seated, arcing can occur). - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. - do not directly secure the cable with metal instruments to surgical drapes. Activation of the pencil in contact with metal instruments may cause burns at the tissue/instrument interface. -to avoid burns, never allow cable associated with this device to be in contact with skin of patient or touching operator.